Event description:
It was reported that during surgery to implant an artificial cervical disc at c5-c6, the implant would not stay attached to the inserter. The surgeon instead performed an acdf at c5-c6. No patient complications were reported.

Manufacturer narrative:
Evaluation of returned implant with two different sample holders replicated complaint issue regarding retention of upper implant components on holder without issue. Tolerance stack analysis of holder and implant confirmed potential for interference between upper component of the implant and the holder.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.